Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer failure had failed. A field service engineer (fse) identified that the main matrix drawer was causing application restarts upon opening. Initial checks showed solenoid over retraction and voltage overload, the matrix controller board, solenoid, and sensors were replaced, but the issue persisted, indicating a possible sled or power supply concern. During the follow-up visit, fse reconnected the matrix to the pyxis bus, performed hta testing, and replaced the matrix full height board, after which the matrix functioned normally and was confirmed by the customer. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The device had a white screen and logged out when attempting to recover, customer had rebooted several times, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.